Event description:
A nurse reported that during vitrectomy surgery, a system message was displayed three times. After each occurrence, the system was rebooted. The system was switched out to complete the surgery. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met product specifications. The replaced fluidics module was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).